Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) 6 years after implant for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced recurring incontinence.